Event description:
It was reported that the ilet pump housing separated into two halves, and the user temporarily secured the device with tape while it continued to function and blood glucose remained stable. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy and no medical intervention. Investigation included customer support assessment, replacement arrangement, return logistics, and user education on data sync, shutdown, and start-up for the replacement device. Investigation of this device revealed a hardware enclosure integrity issue consistent with screen bezel or housing separation, with normal device function otherwise and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical housing failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.